Event description:
As reported to coloplast though not verified, pt implanted with aris trans obturator mesh on (B)(6) 2005. Later pt experienced mental and physical pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.